Manufacturer narrative:
Product analysis: at analysis it was noted that three control knobs, two bail covers and two bail attachments were found broken and all were therefore replaced. The device was then calibrated and tested and found to be working ok. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken control knob, bail covers and bail attachment. The generator was returned for service. There was no patient involvement.